Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there were white powder on the suction tubes in the ahto kits. This is reported to be an out of box issue. There was no patient involvement and no adverse consequences.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The tubesets were visually inspected for damages, and white marks on the shaft of the disposable tip. The white marks are from rubbing of the disposable tip and the white cassette body during shipping. The probable root causes for the white powder could be extreme shipping conditions.

Event description:
It was reported that there were white powder on the suction tubes in the ahto kits. This is reported to be an out of box issue. There was no patient involvement and no adverse consequences.